Event description:
It was reported from canada that during a robotic assisted knee arthroplasty procedure the robotic assisted saw interface device was accidentally unclamped by the surgeon which lead to an error code and forced the termination of the clinical application. Following termination, the case was completed with manual instruments and finished the femoral cuts with a cutting block and cut the tibia with a traditional extra medullary jig and stylus. It was reported that the device was used in surgery and there was patient involvement. It was reported that the final construct was stable and no adverse outcomes reported. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: unknown.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: the actual device was not returned for evaluation. However, the investigation conducted confirmed that the user accidentally unlatched the sasi during resection, which lead to an application-terminating error. It was further determined that in this instance as having similar conditions to a previously investigated application-terminating error related to the unclasping of the sasi where it connects to the planar articulator. Therefore, there is no indication that a design or manufacturing issue of the right-sasi has caused or contributed the reported complaint condition. The assignable root cause was determined to be traced to user, which is user error.